Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the safety mechanism failed, which resulted in exposed needle with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter: it was reported that the safety mechanism failed to activate resulting in an exposed needle. Per initial complaint: lot number unknown at this point but manager is trying to locate from internal "sims" report. Trauma patient came into the ER from a car accident, was communicated that patient had excellent vascular access, attempted to insert an 18g cathena in upper right arm or hand (he does not recall location of insertion), proceeded to insert the IV, pushed the green hub forward and pulled back on the stylet when the needle became exposed and the safety mechanism failed to activate resulting in an exposed needle.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned photo but could not clearly identify the reported defect. A device history record review showed no non-conformances associated with this issue during the production of the possible batches reported. Since no samples were returned we were unable to determine a definitive root cause for this report. H3 other text : see h.10.

Event description:
It was reported that during use the safety mechanism failed, which resulted in exposed needle with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter: it was reported that the safety mechanism failed to activate resulting in an exposed needle. Per initital complaint: lot number unknown at this point but manager is trying to locate from internal "sims" report. Trauma patient came into the ER from a car accident, was communicated that patient had excellent vascular access, attempted to insert an 18g cathena in upper right arm or hand (he does not recall location of insertion), proceeded to insert the IV, pushed the green hub forward and pulled back on the stylet when the needle became exposed and the safety mechanism failed to activate resulting in an exposed needle.

Event description:
It was reported that during use the safety mechanism failed, which resulted in exposed needle with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter: it was reported that the safety mechanism failed to activate resulting in an exposed needle. Per initital complaint: lot number unknown at this point but manager is trying to locate from internal "sims" report. Trauma patient came into the ER from a car accident, was communicated that patient had excellent vascular access, attempted to insert an 18g cathena in upper right arm or hand (he does not recall location of insertion), proceeded to insert the IV, pushed the green hub forward and pulled back on the stylet when the needle became exposed and the safety mechanism failed to activate resulting in an exposed needle.

Manufacturer narrative:
The following fields have been updated with additional information: "multiple lot numbers: there were multiple possible lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8144026. D.4. Medical device expiration date: 2021-06-30. H.4. Device manufacture date: 2018-05-24. D.4. Medical device lot #: 8060125 . D.4. Medical device expiration date: 2021-03-31 . H.4. Device manufacture date: 2018-03-01 . " h3 other text : see h.10